Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The keypad was sticking. Customer's blood glucose level was over 300 mg/dl. The insulin pump alarmed no delivery. The alarm was resolved with an infusion set and reservoir change. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of 400 mg/dl. The customer was nauseous and vomiting and had a horrible headache. The customer also had a horrible stomach pain and experienced a diabetic ketoacidosis. Customer was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. No excessive no delivery or unexpected low battery alarms were noted. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.